Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
While preparing the stealth 360 peripheral orbital atherectomy device (oad) to reenter the patient for a second treatment, the user noted a pinhole leak located near the mid shaft of the saline sheath. The flow of the saline to the tip of the oad was considered sufficient to avoid injury to the patient, however, a new oad was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The device was returned to csi. Analysis revealed damage to the saline sheath 33.5cm from the distal end of the sheath. During functional testing, fluid was observed leaking from the damaged site. The root cause of the saline sheath damage is inconclusive. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Csi ID: (B)(4).